Event description:
As reported, during a laparoscopic procedure the ventralight st w/echo ps mesh was inserted through the 8mm robotic trocar, the mesh got stuck and resulted in a piece of the mesh/positioning system breaking when removed. It was reported that the mesh did not enter the abdomen and all pieces were removed. As reported, another of the same device was used to complete the procedure using upsized trocar. There was no reported patient injury.

Manufacturer narrative:
As reported, an 8mm trocar was used to deploy the 6¿x 8¿ ventralight st w/echo ps resulting in the separation of a piece of the device within the trocar. The instructions-for-use (IFU), supplied with the device recommends the use of a minimum 12mm trocar for the product code (5955680) used. The trocar size was increased and another 6¿x 8¿ ventralight st w/echo ps was successfully deployed and implanted. Based on the information provided, this event is identified as a use related issue due to the incorrect (too small) trocar size used. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2022. Per the IFU "the ventralight st mesh with echo ps positioning system must be rolled immediately after hydration. Using the introducer tool or grasper roll the ventralight st mesh with echo ps positioning system parallel to the bard logo with the polypropylene on the outside and bioresorbable coated side with the echo ps positioning system on the inside. Insert into the abdomen through the recommended minimum trocar or trocar incision site. Do not force the device through the trocar. If the ventralight¿ st mesh with echo ps positioning system will not easily deploy down the trocar, remove the trocar and insert through the next largest available size trocar or through the trocar incision site and reinsert trocar". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the patient ID which was inadvertently entered in the initial MDR. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Event description:
As reported, during a laparoscopic procedure the ventralight st w/echo ps mesh was inserted through the 8mm robotic trocar, the mesh got stuck and resulted in a piece of the mesh/positioning system breaking when removed. It was reported that the mesh did not enter the abdomen and all pieces were removed. As reported, another of the same device was used to complete the procedure using upsized trocar. There was no reported patient injury.

Manufacturer narrative:
As reported, an 8mm trocar was used to deploy the 6¿x 8¿ ventralight st w/echo ps resulting in the separation of a piece of the device within the trocar. The instructions-for-use (IFU), supplied with the device recommends the use of a minimum 12mm trocar for the product code (5955680) used. The trocar size was increased and another 6¿x 8¿ ventralight st w/echo ps was successfully deployed and implanted. Based on the information provided, this event is identified as a use related issue due to the incorrect (too small) trocar size used. Review of manufacturing records confirms product was manufactured to specification. (B)(4). Per the IFU "the ventralight st mesh with echo ps positioning system must be rolled immediately after hydration. Using the introducer tool or grasper roll the ventralight st mesh with echo ps positioning system parallel to the bard logo with the polypropylene on the outside and bioresorbable coated side with the echo ps positioning system on the inside. Insert into the abdomen through the recommended minimum trocar or trocar incision site. Do not force the device through the trocar. If the ventralight¿ st mesh with echo ps positioning system will not easily deploy down the trocar, remove the trocar and insert through the next largest available size trocar or through the trocar incision site and reinsert trocar".